Event description:
The bd transducer was connected into the pts arterial line for monitoring purposes. The arterial line came apart at the base of the drip chamber and the pressure bag emptied onto the floor, causing blood from the pt to back up into the attached tubing.

Manufacturer narrative:
This incident is currently under investigation. A supplemental report will be submitted upon completion of the investigation.